Event description:
A medtronic representative reported that there was an issue with a biopsy guide during a biopsy surgery of a brain tumor. The surgeon found that tightening the screw would not secure the position. The surgeon got another of the same part from another hospital, but there was a delay to the case of 1.5 hours while they got the other part. The procedure then continued with no reported impact on the outcome of the patient.

Manufacturer narrative:
Were not able to be provided due to (B)(4) privacy laws. The device was returned to the manufacturer for analysis. As reported, the screw stop within the shaft assembly is too short to interact with the guide tube. The reported event was confirmed. The device was replaced at the site to resolve the issue.